Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss alert occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported issue of signal loss is reportable based on the finding of a loss of connection for one to three hours. No injury or medical intervention was reported.